Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a cranial resection, an imprecision of 2 centimeters was observed when the site navigated to the tumor. It was reported that the application software displayed they were deeper into the brain than reality. It was noted that the accuracy was verified prior to the procedure and that imaging protocol and registration protocol were followed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully functional. The system passed a system checkout. A software analysis was initiated, but the issue could not be reproduced.